Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 626206) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, dysuria, frequency urinary, cholecystectomy, migraine headache, dermatitis, hemorrhagic cyst, smoker, multigravida, parity 3 and vaginal delivery. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problem,"), headache ("headache") and device dislocation ("essure coil noted on right; absent on left"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, pelvic pain, infection, urinary tract disorder, headache and device dislocation outcome was unknown. The reporter considered device dislocation, genital haemorrhage, headache, infection, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 626206) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, dysuria, frequency urinary, cholecystectomy, migraine headache, dermatitis, hemorrhagic cyst, smoker, multigravida, parity 3 and vaginal delivery. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problem,"), headache ("headache") and device dislocation ("essure coil noted on right; absent on left"). The patient was treated with surgery (ablation). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, infection, urinary tract disorder, headache and device dislocation outcome was unknown. The reporter considered device dislocation, genital haemorrhage, headache, infection, pelvic pain and urinary tract disorder to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.